Manufacturer narrative:
Evaluation was completed on 8 november 2005. The customer reported condition of failure code 810:11 was confirmed. The information provided on this reported condition and the results from testing indicate that the root cause is the result of the air in line sensor baseline too high. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 810:01. The event was reported to have occurred during biomed testing. The hospital representative sated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported. Though requested, no additional information was provided regarding patient's demographics, medication involved, or device programming. No additonal contact information was available .